Manufacturer narrative:
(B)(4). Method: the complaint rt132 infant continuous flow breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the photograph provided by the customer and the knowledge of our product. Results: visual inspection of the photograph provided by the customer revealed a damage to the inspiratory limb. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All rt132 infant continuous flow breathing circuits are visually inspected and pressure tested for leaks prior to distribution. Those that fail are discarded. The subject rt132 infant continuous flow breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt132 infant continuous flow breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system, and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." " visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged."

Event description:
A healthcare facility in (B)(6) reported that a rt132 infant continuous flow breathing circuit had a damaged tubing. There was no reported patient involvement.